Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the generator was analyzed and no anomalies were found.

Event description:
It was reported that the radio frequency (rf) generator made a loud noise during device testing. The physician used a new device to complete the case. The light emitting diodes (led), temperature, and the rf lights displayed errors while testing the system. It was indicated that it would be returned for repair. There was no patient involvement.